Manufacturer narrative:
On 07-dec-2020, mentor received additional information about the event. The patient developed a hematoma in her right breast that was treated during explantation on (B)(6) 2020. In addition, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left breast hematoma. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a primary breast augmentation procedure with mentor memorygel breast implant 425cc gel breast prostheses developed baker grade IV capsular contracture in her right breast after implantation. In addition, the patient developed a hematoma in her left breast that was evacuated and closed. As a result, the patient underwent unilateral explantation of the right breast prosthesis and replacement with a gel breast prosthesis on (B)(6)2020. At the time of this report, mentor has received no information regarding explantation or an expected explantation date for the patient¿s left breast prosthesis. This medwatch report is for the patient¿s left breast prosthesis.